Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed an occurrence of total power failure while using its internal battery. The main circuit board was replaced to address the main circuit board issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported device powered down unexpectedly was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly and the main circuit board had a leaky super capacitor. There was no patient harm or serious injury reported as a result of this incident.